Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
An aus device was implanted, original details were not provided. On (B)(6) 2010, it was indicated that a cuff was replaced, reason and procedure details were not indicated. Ams has requested additional info, no info has been received to date.